Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A flap was created, though its exact origin (intimal or tunica media) was unclear. Based on angiographic findings, a stent was placed. After the second unknown synergy xd drug-eluting stent (des) was implanted, a distal separation occurred, complicating device advancement. A flow-limiting type b timi 2-level dissection was observed, which led to the placement of a third unknown synergy xd drug-eluting stent (des) due to dissociation on the distal side of the second stent. The procedure was completed without any complications being reported.